Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3550-29, lot # n142068, implanted: (B)(6) 2008, product type accessory; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that there was a communication problem. The patient was seeing the re-position antenna screen. The patient last felt stimulation 4 days prior to the call. The patient tried to charge the day prior which is when the problem started. The patient had an appointment with a company representative for 3 days later. The patient did not use programmer as her settings were perfect where they were at, but found some batteries and was able to turn it on. The programmer noted that the patient needed to charge her stimulator. The patient then stated that the representative thought the battery might need to be replaced as it had been implanted for 7 years. It was recommended that the patient consult with her physician as well to determine if her battery was still functioning and able to be recharged. The patient also stated she had a loss of therapeutic effect. The patient was feeling pain in her foot and back, which had just started the day of the report, as the battery had ran out. The healthcare professional (hcp) reported that the patient was receiving 50% or greater symptom reduction. The hcp also reported that battery would not hold a charge. Reprogramming with the manufacturer representative was performed, but ultimately surgery was required to replace the device. It was unknown of the issue was device related, but the patient recovered without permanent impairment.